Event description:
It was reported that during a follow up, a decrease in pacing impedance was observed. Several episodes with a diagnosis of vf, and one episode of vt treated with atp were noted. Review of egm showed noise on ventricular channel. The lead will be replaced once ICD reaches eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.